Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). The ip console displayed a message of "code 2". At this time, the patient was placed on a backup console without further incident.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.